Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit; treatment provided was not known. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.